Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and fluctuating blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s wife reported that the patient experienced fluctuating blood glucose (bg) levels after approximately 48 hours of pod wear on the abdomen, noting that his bg was first high, then went low, then went low again, after which he collapsed and was found unconscious on the bathroom floor. The wife reported that she treated the initial low bg at home by giving the patient orange juice. She later stated that during the fall, the patient struck his head. The patient was hospitalized on (B)(6) 2025 and remained hospitalized for approximately 5 days and 15 hours before being transferred to another hospital. Discharge was reported as (B)(6) 2025 (exact date unavailable). The wife stated the patient was taken to the hospital due to loss of consciousness and a concussion resulting from the fall. She reported the patient¿s bg level at the hospital to be ¿in the 100s.¿ no specific bg values were provided. At the time of admission, no clear diagnosis was communicated; the patient reportedly underwent approximately 14 scans and procedures. Upon transfer, the receiving facility planned a heart catheterization due to the patient¿s extreme glucose fluctuations. During the catheterization, the patient experienced a heart attack. No further details were provided.

Manufacturer narrative:
The physical device has not been returned for investigation. Cloud data from the user for the period of (B)(6) 2025-(B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering automated basal while estimated glucose values were below 60 mg/dl were observed. No evidence of an overdelivery of insulin was observed in the available cloud data.